Event description:
Procedure type: lung resection. According to the reporter: when the product was removed from packaging it was noticed that metal pieces were on the handle and the jaws. The doctor continued to use the product. After firing the device it was noticed that it did not cut a straight staple line. The doctor was unable to remove the cartridge from the handle. Another handle and reload were used to complete the case. The pt had a re-operation, but no additional info was received.

Manufacturer narrative:
(B)(4).